Event description:
Ous MDR - this device was explanted due to it being eos. On (B)(6) 2012, the pt was sent for pulmonary surgery and the eos status was noted a few days later while the pt was in the aftercare clinic.

Manufacturer narrative:
Ous MDR.